Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
(B)(6) rn ccu called into emergency support program line to request support with a cardiosave intra-aortic balloon pump(iabp) shutdown during use. She stated she heard a loud screech and then powered down and back up the cardiosave. Upon startup the cardiosave read the message ¿safety disk replacement due¿ on the screen. Esp team directed her to transfer the therapy to another cardiosave, and she stated she would after the call ends. No harm or injury to the patient was reported.